Event description:
The sales rep at the distributor vicare has reported that the hospital has informed them that the tip on the screwdriver broke while using the screwdriver with a trio screw standard post 6,5mm.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.